Event description:
It was reported that a pump declared an altitude alarm. The customer's blood glucose level was 171 mg/dl. Technical support decided to replace the pump, and the customer will continue using the current pump as backup insulin therapy.